Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 25) occurred with multiple cartridges. Reportedly, the customer did not remove the cartridge during pumping. Customer's blood glucose level was 104 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.